Event description:
A surgeon reported that approx 5% of pts implanted with this MFR's brand of intraocular lenses (iols) report seeing an arc of light in the postoperative period. He had no particular pt to report. No further info is expected.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested 07/07/2011 and 07/08/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).